Manufacturer narrative:
The deformation during use event had impact on the procedure, but no clinical/patient impact. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A post market clinical follow-up (pmcf) survey was conducted on behalf of medtronic to seek out potential new risks and assess performance of the dxterity diagnostic catheter. Survey results from an interventional cardiologist in practice 15 years. In the past 12 months the physician performed 200 procedures using the dxterity diagnostic catheter. 100 procedures using the 5 fr x 100cm, 50 procedures using the intermediate sizes, and 50 procedures using the 6f x 125cm. The following complications adverse events/effects were encountered when using the dxterity diagnostic catheter over the last 12 months: one dissection event occurred which was related to the procedure but not directly to the medtronic dxterity diagnostic catheter. Two myocardial infarction events occurred which were related to the procedure but not directly to the medtronic dxterity diagnostic catheter. 5 vasospasm events occurred which were related to the procedure but not directly to the medtronic dxterity diagnostic catheter. (No vascular occlusion was reported) it was reported that deformation occurred during use in one case. The event was related to the procedure but not directly to a medtronic dxterity diagnostic catheter.